Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer stated that they had high blood glucose of 400 mg/dl. The customer stated that an alarm occurred during rewind. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump alarmed motor error during the rewind due a corroded motor home switch. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery, unexpected restart or displacement tests and all operating current measurements due to the constant motor error alarms. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.